Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade and required pericardiocentesis. During the procedure, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echo (ice). It was reported that the medical intervention provided was a pericardiocentesis and 250 ml of fluid was removed from the pericardial space. The patient was reported to be in stable condition. There¿s no information regarding extended hospitalization or physician causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.